Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50e serial number: (B)(6) batch/lot number: 7180761 model/catalog description: linear st trial lead kit 50 cm unique identifier (UDI #): (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation due to spinal cord stimulator (scs) trial lead migration. The patient underwent an early lead pull procedure. The explanted devices were not returned as they were discarded by the medical facility.